Event description:
Three IV pumps shorted to the grounded case and burned up while administering drugs to a pt. The 110v ac unfused line is too close to the case and shorts to the case. Fluid leakage through the pump module permits fluid to enter the ac connector and short the hot line to the case. Evaluation of twenty five IV pump showed fluid leakage inside the pump. Half of the pumps have the hot wire next to lower case area. Units have been in use for about one year and three burn outs occurred within one month.